Event description:
According to the svc report, while the nellcor puritan bennett customer support engineer was servicing the device. The customer support engineer discovered that the audio alarm was nonfunctional. The customer support engineer inspected the device and replaced the system motherboard. The unit passed extended self testing. The customer support engineer noted that the customer reported multiple electronic problem with the device after it had been serviced by a third party service facility. The malfunction is therefore believed to be service induced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.